Manufacturer narrative:
The product was manufactured before 9/23/2014 and does not have a UDI number. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely to the clinic with her right ventricular lead exhibiting oversensing. On (B)(6) 2019, the lead was capped and replaced successfully. The patient was in stable condition post procedure.